Manufacturer narrative:
D1. Brand name corrected. D4. Catalog, serial and primary UDI number corrected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a sixty-three-year-old man with a past medical history of type two diabetes mellitus, gout, hypertension, obesity, premature atrial contractions, and chronic kidney disease presented with a non¿st-segment elevation myocardial infarction. The patient underwent a high-risk percutaneous coronary intervention. At the conclusion of the procedure, the perclose vascular closure sutures broke, and manual pressure was required to achieve hemostasis. No additional adverse clinical effects were reported.

Manufacturer narrative:
Ppae/major bleed: the cause of the bleed was most likely use issue related since both the per close failed when attempted to tighten them.